Event description:
The customer used the device to check their blood glucose. They had leg pains and went to a specialty clinic. They checked their glucose and the level was 320 mg/dl per a lab and their device read 150 mg/dl. Pt was hospitalized and treated with insulin. Family member flew pt to the united states and pt was taken to a hosp in the us. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.